Event description:
It was reported the patient is not receiving stimulation due to being unable to charge her scs ipg. Follow-up identified a sjm representative was unable to get the scs ipg to communicate with the charger or the patient programmer. A new charger was sent to the patient. No additional information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.